Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 7/28/16. Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2016 with the following findings pump was returned with moisture in the battery compartment. Multiple power on reset events were observed in the black box. Leak test failed due to cracks in the battery compartment along the side and from case seal traveling to bumper. Opened pump- no moisture found. Pump exercised for 24 hours with no loss of power occurring.